Event description:
The nurse was handling the fiber during the procedure, consultant was firing the laser while the nurse had hand on the fiber and this split causing muscle tissue damage and a burn to the hand.

Manufacturer narrative:
We will be unable to conduct a complete investigation at this time as the product has not yet been returned to our facility for evaluation. The information provided to us. By the customer's facility, indicates that the laser fiber split during use causing the nurses hand to have a burn and tissue damage. The nurse was reportedly holding the laser fiber to prevent the fiber from being caught on the scrub trolley. Preliminary information indicates that the nurse is doing fine except for limited mobility of the hand immediately following the incident. We have received no additional information regarding the condition of the nurse's hand since the initial report. It was also reported that the user facility was using the cook laser fiber with a lumenis 20w laser (versapulse p20). Review of the promotional literature provided by lumenis surgical regarding the risks of using non-lumenis laser fibers with lumenis laser systems was conducted. The lumenis surgical literature states that optical incompatibility of non-lumenis fibers could result in energy loss due to leakage and decreased energy transmission possibly affecting safety, clinical effectiveness, and overall laser system quality. Included in the bullet points under the risk heading. Lumenis surgical states "leaking energy may burn patient and/or operator." We do not, at this time, know if the type of laser system used has caused this occurrence. We have previously tested this type of cook laser fiber with the lumenis laser systems and no difficulty was noted. This information will be taken into consideration during our investigation of the laser fiber when it is returned for evaluation. Further information will be submitted to the agency when the investigation has been conducted.